Manufacturer narrative:
The medwatch is for suspect device in coaguchek system 1. Reference medwatch with a1 patient for suspect device in coaguchek system 2.

Event description:
Caller states the patient tested 1.1 inr on coaguchek system 1 and 2.1 inr on coaguchek system 2. No action taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.